Manufacturer narrative:
Other relevant device(s) are: product ID: 8711. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. The representative contacted technical services and sought confirmation that for an 8711 issue one could only replace the full catheter, and there were no repair segments. They inquired if the 8711 was no longer available, if replacing the device. No further information was provided. No further complications were reported.

Event description:
Additional information was received. It was stated there were no issues with the pump and the patient was okay, from what the representative heard from the nurses, as they had seen the patient since. The patient was not scheduled for any corrective surgery as there was no issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.